Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon applied torque to the jaws on the specimen side and the third clip was crossing. Another device was used to complete the case with no pt consequence.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.